Manufacturer narrative:
Medical device expiration date:na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a facscanto¿. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the tube guide is very loose and s/w is constantly asking to remove tube or install tube and the female waste sensor connector is leaking on wet cart. Are you using this product for clinical diagnostic test? Y. Were erroneous results reported and used to treat a patient? N was there any injury or potential injury? N. Leak (if yes explain)? Y. Was the leak contained within the instrument? No, leaked down from the connector on the wetcart. Was the leak in a customer accessible location? Y. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? N. Was there any physical harm to the customer as a result of the leak? N. Additionally, on 2020-8-19 the fse provided the following additional information: in regards to the leak, the tsr states, "there was no spray of fluid and the waste was not mixed with decontaminate or bleach as the issue was before the waste tank which would contain the bleach."

Event description:
It was reported that waste leakage occurred outside of instrument during use with a facscanto¿. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the tube guide is very loose and s/w is constantly asking to remove tube or install tube and the female waste sensor connector is leaking on wet cart. Are you using this product for clinical diagnostic test? Y. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? Y. 1. Was the leak contained within the instrument? No, leaked down from the connector on the wetcart. 2. Was the leak in a customer accessible location? Y. 3. What was the fluid that leaked? Waste. 4. What is the source of leak -- waste line or non-waste line? Waste. 5. Was the customer exposed to blood or bodily fluids? N. 6. Was there any physical harm to the customer as a result of the leak n. Additionally, on 2020-8-19 the fse provided the following additional information: in regards to the leak, the tsr states, "there was no spray of fluid and the waste was not mixed with decontaminate or bleach as the issue was before the waste tank which would contain the bleach."

Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to part # 657338 and serial # (B)(6). Problem statement: customer reported complaint on a facscanto ivd 10 color configuration ¿ 657338 of waste leakage without bleach not contained within the wet cart. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17aug2019 to date 17aug2020. Complaint trend: there are 3 complaints related to this issue of waste leakage without bleach not contained within the wet cart. Pr #s (B)(4) and this one, (B)(4). Date range from 17aug2019 to date 17aug2020. Manufacturing device history record (DHR) review: DHR part # 657338 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the waste leakage not contained within the facscanto wet cart was due to a worn waste connector on the panel, part #59-10181-05 - cpln bdy pnl mt 1/8id org. This issue was confirmed by the fse (field service engineer) as there was also corrosion along with the leak. After the repair the instrument was functioning normally with no further leakage. The other part that the fse replaced, 339638 - cable waste stub, did not contribute to the leak and was a separate issue. Both parts were from non-inventoried stock and was discarded. No return sample for these parts were requested for evaluation because they are not returnable parts. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. Users are cautioned to wear proper ppe (personal protective equipment), especially handling biological specimens and biohazardous waste, throughout the bd facscanto¿ flow cytometer instructions for use - #23-14730-03. After the repair the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety.